Event description:
Consumer was removing a tampon and the tampon came apart inside her. Consumer indicated pieces remained inside her after removal but she was able to remove all of the remaining pieces on her own.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for eval at the time of this report.